Event description:
It was reported that low impedance was observed. Lead was explanted and replaced. Low impedance was found on the new lead. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found external insulation abrasion consistent with friction to the ICD can at 7.5 to 9.5cm and 8.5 to 9cm from the connector pin. The inner coil was visible at 7.5 to 9.5cm. The rv cab le insulation was abraded at both locations, which may have caused the reported low rv shock impedance.